Event description:
It was reported that patient had to charge the ipg frequently. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the surgery center.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.